Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead helix would not extend under fluoroscopy. The lead was removed and the helix was exercised on the table, where it still would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. Helix extension/retraction turns within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.